Event description:
Baxter sales representative reported to baxter corporate product surveillance a clearlink duo-vent continu-flo solution set in which the solution would not flow through the tubing. According to the report, the alleged defect occurred when the facility was attempting to run a gravity infusion. The flow rate was observed to be very low. There were no reports of patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. If additional information becomes available, a follow-up report will be submitted. A batch review could not be completed as the lot number was not provided by the customer.